Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noisy signals across all three channels resulting in inappropriate anti-tachycardia pacing (atp). Asystole episode was also encountered. Approximately four years after being implanted, this crt-d was explanted. No adverse patient effects were reported.